Event description:
In 2004 a pt fell while being lifted for a transfer from a golvo 7007es pt lift. According to the facility, the staff elevated the pt for a transfer when the connection piece from the lift strap to the sling bar fractured causing the resident to fall to the floor. The facility report indicates the resident sustained a head laceration requiring ER evaluation and sutures for treatment. The next day the equipment was inspected by liko's local distributor. The broken strap buckle was observed and replaced. Additionally, the sling bar parking hook was discovered to be bent forward and was removed. The lift was then completely inspected and returned to service. A parking hook which is visibly bent forward, coupled with a bent or broken strap connector, is a symptom of raising the lift to its maximum lift height after the sling hanger bar and scale are positioned resting on the lift arm parking hook. This causes a binding of the buckle within the scale. The bent components should have been noticed and the lift taken out of service prior to usage of the lift. As stated on page #3 of the lift instruction guide, before use make certain that all lift components are intact and show no signs of wear."